Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device screen was out of alignment and did not calibrate. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a resmed authorized third party service centre for evaluation. Evaluation of the device could not confirm the reported complaint. An investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device screen was out of alignment and did not calibrate. There was no patient harm or serious injury reported as a result of this incident.